Event description:
Upon opening the product, a medtronic/minimed guardian sensor 3 sensor, the inserter needle was bent. The packaging was in good condition, and the box it came in (packaging) was not damaged, nor was the shipping box, nor any of the other 4 sensors in the box. Clearly a manufacturing defect.